Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d5.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) were completely drained and would not charge. There was no patient involvement.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) unit would not charge batteries. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1, e2, e3, e4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that they replaced the power management board and the batteries fully charge. Additionally, when running the all-manifold test, it failed and the pim was replaced and passed testing. Finally, the blood transducer port was damaged and the cable could not be inserted. To resolve this the front-end board (0670-00-1164) was replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received parts with a reported unit failure of the batteries not charging, failed all manifold test, and damaged front end board connection. The fat performed a visual inspection and found to have a blown q27. See attachment. This is a known failure and is due to a design on this board revision. Pn had a faulty port and the patient simulator is unable to connect. Possible cause may have been due to a user operational context issue. The fat installed in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails all manifold test due to the vacuum vent test. Possible cause may be a component reliability issue. Retaining the parts in the failure analysis and testing department per procedure.